Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the constant upstream occlusion alarms. The false alarms were found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a constant false upstream occlusion alarm in the medical/surgical care area. It was also reported that there was no patient injury.